Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient. It was reported that one day, the patient felt his stimulation go away. No external factors were noted which may have led to this issue. The battery was interrogated, and impedances were checked. The patient¿s program was using electrodes that all had high impedances. Electrodes 0, 3, 4, 6, 7, 13, and 15 were all showing greater than 10,000 ohms at an amplitude of 0.70 volts. The manufacturer representative was able to program the patient using the impedances that were within normal limits and the patient was getting coverage of his painful areas. The patient is going to follow-up with his physician. Surgical intervention was not performed and is not planned. There were no further complications reported or anticipated.